Event description:
On (B)(6) 2011 it was reported lead impedance has been low but p waves and atrial threshold are excellent and the egms are clean during changeout so the md decided to keep it in use. (B)(6) medical center (B)(6). (B)(6) md. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).